Event description:
Additional information was received from the patient and it was reported that the patient was puzzled by the circumstances that led to the return of symptoms, pain/discomfort in the groin area and the swollen calf. The patient reported that they called their healthcare provider (hcp) and had an appointment on (B)(6) 2016. The patient reported that they called their family doctor and had an appointment the following week. The patient reported that they did not understand the body shot down and now had a new sound in their chest when lying down at bed time. The patient reported that it was all cleared up after 48 hours. The patient reported that none of these symptoms have recurred and the device stopped pulsing in and out and went to normal. The patient reported that they were still puzzled.

Event description:
The patient reported she has no control over her bladder and bowels. Patient also stated she was experiencing pain and discomfort when she walks. Patient stated it was located in the left groin area where "the interstim goes." Patient stated it really only happens when she is walking. Patient stated she hasn't been sleeping well due to her return of symptoms on (B)(6) 2016. Patient also stated she goes to therapy for balance issues. The patient had not had any fall or trauma. Patient stated she has not tried turning stim down or off but when offered to help patient declined. Patient did state she had skin cancer that went into her left leg and stated that was now clear but her left calf was now swollen, like there was fluid in the calf. Patient also mentioned she did not have a fever. The patient will be see their health care provider and informed him of these issues. The patient¿s indicators were for urinary dysfunction/sacral nerve stim.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.